Manufacturer narrative:
On 19-nov-2018 arjo become aware of the event with the involvement of maxi move passive floor lift. It was reported that during preparation to patient's transfer from the bed, the lift's lifting arm suddenly moved down although any command on device panel or handset was given. Additionally, it was reported by the customer that during device unintended movement, the spreader bar stretcher detached from the device and touched the nurse and the patient. There were no injuries reported. After the event, the device has been exanimated by arjo service technician. During the visual inspection, it was noticed that the locking clip was missing and the emergency lowering pin was not attached to the device. Moreover, the service technician identified that the part of emergency lowering (called the hex interface emergency lowering) was broken. The arjo service technician provided a hypothesis that the device moved unintentionally due to fact that the lifting arm was obstructed and the micro switch was activated. It was a reason why the caregiver could not move down the lifting arm by using the hand control and when the part was released (from obstruction) the sudden device movement has been observed. Please note that no issues were found with the mechanical attachments, neither its electrical components after the event. The only known parts of the maxi move lift which may generate some loose and a potential drop are also the lift straps if it is slack. Since it supports the jib and spreader bar, it is not slack in normal circumstances. Moreover, the service technician advised that lift straps need to be replaced after the event as were found very worn. The only possibility that lifting arm can lower uncommented (mechanically), with no fault found, is to load a spreader bar onto rigid surface/obstruction and keep lowering. This can create slack on the straps and if the obstruction or the lift itself is pulled away, the lifting arm will drop but only to the point where the lift has lowered to. There was no indication of such a thing occurring or obstructions that could cause a similar effect. However, due to our efforts and no possibility to find the exact root cause of the issue, this likely cause cannot be ruled out. The arjo service technician did not receive information what happened with missing locking clip. The spreader bar/stretcher to t-bar attachment is called the lock & load system in the labeling of the maxi move lift. The lock & load system is designed so that, when the spreader bar is connected to the t-bar, only a manual lifting of the spreader bar would allow separation (detachment) of the spreader bar. Furthermore, during this manual lifting of the spreader bar, a secondary component called the retaining catch (part of locking clip) would need to be pushed in order to allow for the separation. This retaining catch is designed to prevent inadvertent separation of the spreader bar due to an unintended upward force applied to the spreader bar. Moreover the device has a design that clearly shows to the user when the spreader is and when it is not correctly engaged. A smiley face appears when the spreader bar is locked in place correctly. During the visual inspection arjo technician found the locking clip was missing, and this caused the spreader bar disconnection. The arjo service technician confirmed that the device was installed at the customer side in aug-2012. The device has been not serviced by arjo before the event. The devices are equipped with instruction for use (IFU) which provide information on how to correctly use the device. The IFU for maxi move (001.25060.en rev.5) contains warnings: 'warning: if any doubt about the correct functioning of the maxi move, do not use it and contact the arjohuntleigh service department". "Caution: before and during operation of the powered dps spreader bar, ensure all obstructions are clear of the spreader bar, support frame, and jib." "Caution: before the stretched can be used with the maxi move, ensure that the arjo stretcher spreader bar has been correctly installed on the carrier." During the incident, the device was reported by the customer to lower suddenly and in an uncontrolled way and the spreader bar detached from that perspective the device did not meet its performance specification. Complaint decided to be reportable as the presented complaint was associated with an unintended movement of the device and spreader bar detachment, which has been considered as failure reported in abundance of caution.

Manufacturer narrative:
This report is being filed under exemption e2012068 by the arjohuntleigh magog inc. (Registration #9681684) on behalf of the importer arjohuntleigh inc (ahus) (registration #1419652). Additional information will be provided following the conclusion of the investigation.

Event description:
During transport from medical bed, this lift dropped down alone and the dps unlocked from the lift and it touched at nurse and the patient.